Event description:
It was reported that a biopsy instrument used for a liver biopsy would fire, but the needle could not get the tissue sample. The doctor used another needle to do the biopsy and it was successful. No pt injury was reported.

Manufacturer narrative:
DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. This lot met all release criteria. The sample was discarded by the user facility, so no sample eval could be performed. With the info received, the result of the investigation is inconclusive and the root cause is unknown.